Event description:
The customer called to report that he was hospitalized due to high blood glucose levels, and wanted to make sure that the insulin pump was functioning. The customer stated that his blood glucose levels have been as high as 500 mg/dl. The customer also reported confusion as one of his symptoms. The customer also had his leg amputated at the time of the hospitalization. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.